Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the video system center had image issues with thick bars, a little bouncing gray box, and colored lines appearing. The issue occurred during preparation for use in an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. Corrected field: d9. Additional information added to fields b5, d8, h4, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 months since the subject device was manufactured. The device was not returned to olympus for inspection; therefore, the customer's complaint was not confirmed. As a result, the presumed cause and a definitive root cause could not be determined for the reportable malfunction of color bar is displayed on the image. Olympus will continue to monitor field performance for this device.

Event description:
The intended procedure was completed.